Manufacturer narrative:
The investigation into the pump not detected issue has been completed. The impella automated controller (aic) was returned for investigation. The data analysis of the logs indicated the purge cassette was inserted, and the console began purge fluid detection, almost immediately after this, the logs indicate a piston block and purge system failure (piston blocked). Shortly after the pump was connected to the console, but the console did not detect purge fluid present, and several log item lines indicated that no purge fluid was present. The returned console purge assembly and stepper motor were inspected, very little dextrose build up was found and was cleaned. The console was left running on a pump for over 24hrs without issue. The complaint cause in the field of being unable to purge is due to staff beginning to prep without purge fluid in the line due to improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) was being prepped and the system experienced a purge system failure alarm and air in system alarm on the aic. Troubleshooting measures did not resolve the issue. This aic was replaced with another aic and successfully support was initiated for the procedure. There was no patient harm or injury reported.